Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The reported phenomenon could not be reproduced at olympus service operation repair center (sorc). The exact cause of the reported phenomenon could not be conclusively determined. However, there was a possibility that the reported phenomenon occurred due to any of the following factors. The electrical contact of the scope connector was not sufficiently dried or had foreign materials such as dust or chemical residues left. This condition may disable the processor to recognize the endoscope. There was malfunction in the devices connected with the subject device such as the endoscope, the light source, or cables and caused failure in communication of image.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to sorc for the evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that color bars were displayed on the endoscopic image. Then, olympus inspected the device at olympus service operation repair center (sorc) and this event was not reproduced. There was no report of patient injury associated with this event.